Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: during adult immunization clinic, writer noted 25g 1" inch needles, lot #2024137 defective x3. As writer attempted to advance vaccine into needle, significant push back and writer unable to safely advance vaccine fluid into needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: during adult immunization clinic, writer noted 25g 1" inch needles, lot #2024137 defective x3. As writer attempted to advance vaccine into needle, significant push back and writer unable to safely advance vaccine fluid into needle.